Event description:
Complainant alleged that the medics were responding to a call for a 40 year old male pt in a possible collapse or "vsa". Upon the medics arrival on the scene, the pt was found on the side walk and was being attended by police and fire department personnel. The medics assumed care of the pt, instructing the fire personnel to commence cardio-pulmonary resuscitation, while the medics assumed air-way management and attached the electrocardiogram electrodes and device to the pt. The pt appeared to be in ventricular tachycardia, with no perfusion. The medics then put the defibrillation electrodes on the pt, and turned the monitor key twice to place the device in manual mode. The complainant indicated that the pt was still in a shockable rhythm. The medics attempted to charge the device to 200 joules. They pushed the device's charge button, but nothing happened. The medics then checked all connections, and all appeared intact. The medics again pressed the charge button, but again nothing happened. At this point the medics intubated the pt. Fifteen to twenty seconds later, the medics went back to the device and turned the device back to manual mode. They analyzed the pt's rhythm and pressed the charge button, but nothing happened. The complainant indicated that during this event the device's audible charge tone was not heard. The complainant indicated that the pt was transported to the hospital, where he later expired. There was no indication that the pt outcome was as a result of the reported malfunction.